Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was being used on the first device? What color cartridge was being used on the second device? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing) is there any other additional information you would like to share about this device or procedure? The analysis found that device (a) was returned in good visual condition and with two cartridge reloads present. The reloads were received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device fired as intended during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis found that device (b) was received for analysis with an ecr60g cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. In addition, the cartridge was partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife was not on the home position. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, cycled and opened without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4).

Event description:
It was reported that during a robotic lung resection procedure, this device had a successful initial firing. A second cartridge was loaded and would not completely fire. It was reported that the device locked on the tissue and the manual override was used to release it. After opening a second powered device and experiencing a similar problem (which will follow in a second complaint). It was reported that upon the initial attempt to fire this device, there was a partial movement of the blade and then device stopped, lost power and locked on the tissue. The manual override was used to back the blade off the tissue and open the jaws. The case was completed with a non powered echelon flex stapler. There were no patient consequences.